Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported a stroke occurred. In (B)(6) 2012, the patient had a 27mm watchman laa closure device implanted. In (B)(6) 2015, the patient experienced right sided weakness nausea, vomiting and swallowing deficits and had a cerebral vascular accident (cva).a computed tomography (CT) scan of the head was performed which showed no new or acute intracranial abnormalities. The patient was admitted to the hospital and developed dysphagia. Four days later, the patient had a repeat CT scan which showed acute right cerebellar cva and patient had significant impairment of gait and balance. The patient also failed a modified barium swallow and a peg tube was placed. During the patient's stay the patient had a 2d echocardiogram and carotid doppler. The patient was discharged to rehab nine days after admission. The patient is now wheelchair bound due to dizziness when walking. The patient is only independent in showering.